Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not booting up. Upon troubleshooting, the field service engineer (fse) identified the issue with flexvision pc. To resolve the issue, the fse replaced the flexvision pc and reloaded the software, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system did not start up, it was stuck in a boot loop. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.